Event description:
It was reported that the customer was dissatisfied with the amount of time that the device lasted. It was also reported that the device had high battery impedance. The device replacement was scheduled for the near future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the customer was dissatisfied with the amount of time that the device lasted. It was also reported that the device had high battery impedance. The device was later explanted. No patient complications have been reported as a result of this event.